Event description:
It was reported that this inflatable penile prosthesis (ipp) was not inflating as intended, and the patient expressed dissatisfaction with the device. The patient reported that the pump remained firm. A surgical procedure was performed in which all components except the reservoir were removed and replaced, with the existing reservoir retained. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegations cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.